Event description:
An endeavor rx drug eluting stent was successfully implanted in the rca during index procedure. It is reported that approximately 46 months post index procedure, the patient expired. Cause of death is unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).